Event description:
A report was received by edwards implant patient registry approximately 4 years post implant of a 29mm sapien 3 valve in the aortic position, the patient presented with a failed 29mm sapien 3 that was deployed with 4 extra cc's in 2018 with great result. Per follow up, the valve failure mode was due to stenosis. The physician attributes early valve failure to patient's having hardcastle disease, which they theorize could have ossified the leaflets. The valve was replaced with a new 29mm sapien 3 and patient tolerated procedure well, left catheter lab in excellent condition.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A review of medical records received noted the patient presented with bioprosthetic aortic stenosis with a mean gradient of 29 mmhg and valve area of 1.3 cm2. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 and no IFU/training deficiencies were identified. The complaint was confirmed based on medical record. A review of the DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years post implant of a 29mm sapien 3 valve in the aortic position, the patient presented with a failed 29mm sapien 3." Per medical record, "patient presented with bioprosthetic aortic stenosis with a mean gradient of 29 mmhg and valve area of 1.3 cm2." Additionally, as indicated in the medical record, patient had history of hardcastle disease and diabetes. Hardcastle disease refers to genetic bony abnormalities due to long bone medullary stenosis. Per provided medical opinion, this disease could have had an impact on the leaflet properties and thus, functionality. Diabetes is a known risk factor for developing bioprosthetic valve calcification. Tissue calcification can in turn contribute to the narrowing of effective valve area (i.e. Stenosis with thickened leaflets), which may lead to elevated gradients. As such, available information suggests that patient factors (diabetes, stenosis, pre-existing co-morbidities) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.